Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The medtronic field service engineer (se) evaluated the ventilator and found a relevant error code in the ventilator logs. It was reported that while in use on a patient, the 740 ventilator alarmed and turned off. The se calibrated the oxygen pressure and performed testing which the ventilator passed per manufacturer¿s specifications. The ventilator was returned to the customer. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that the product has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 740 ventilator alarmed and turned off. The patient was removed from the ventilator and placed on an alternate ventilator without harm as the result of the event.